Manufacturer narrative:
Correction to h6 based on additional evaluation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The reported event for calcification was unable to be confirmed due to unavailability of imagery or device returned for evaluation. Available information suggests that patient factors (diabetes mellitus) likely contributed to the event as provided information indicated that patient had type two diabetes. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards canada affiliate, approximately 4 years and 9 months post transfemoral tavr procedure with a 26mm sapien 3 valve, follow up transesophageal echocardiogram showed the sapien 3 valve leaflets were all calcified with motion restriction. Hypoattenuating leaflet thickening involving 50% of the non-coronary cause less than 25% of the right coronary cast. The halt cause grade 2 non coronary cusp with peak velocity 4.1 m/s, mean gradient 38 mmhg, and transvalvular regurgitation. The patient presented angina and peripheral edema. The patient is being evaluated for retreatment (valve in valve or surgical explant).

Manufacturer narrative:
Investigation is still ongoing.